Event description:
It was reported by a customer that the fiber tip was damaged.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber cap was worn out. The fiber cap was intact and still attached. The fiber cap was drilled through. The fiber cap exhibited char, devitrification, and cratering. The fiber cap condition would result in the fiber tip being damaged. The joules verified on the fiber were (B)(4) joules. The root cause of the device failure was determined to be used accelerated by tissue contact. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage